Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03 -aug-2018 with the following findings: during investigation, the black box showed evidence of cs078-0008 alarms. A 24hr duration test was successfully completed with no call service alarms being duplicated. Removed pump cover; internal moisture was found on the motor connector. Unrelated to the original complaint, the battery compartment was found to be cracked.